Event description:
Patient reported continual e4 (occlusion) error messages of five times per day or during the night. Patient stated she changed the infusion set, reservoir and insulin but the issue persisted. Patient reported the issue occurred during the night and she was admitted to the hospital with ketoacidosis on (B)(6) 2013; treated with an insulin drip. Patient was taken to the hospital by a family member; was unresponsive and passed out. No further information is available. Product was replaced and requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.